Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with drainage, infection, redness and phlegmon under entire patch area. The patient consulted a doctor and the reaction was treated with a prescription of an oral antibiotics amoxiclav 400mg/57. At the time of the report the patient was good. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).